Manufacturer narrative:
(B)(4) - product analysis: no damage noted to the threads of mas head threaded interface. Visually confirmed approximately ~3mm of the instrument tip has been twisted, consistent with interface during usage. Dimensional inspection of the inner shaft diameter confirmed conformance to print specification.

Event description:
During the procedure tip of the driver was stripped from placing pelvic screws. The product came in contact with the patient. The product broke. No fragment of the product remained in the patient. Patient complications were reported unknown.